Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as the exact date was not given, but it was reported that the procedure took place during the week of (B)(6) 2019. (B)(4). Investigation result: one flexiva ID tractip 200 laser fiber was returned broken in three pieces. The first piece measured approximately 143.7 cm from the top of the connector to the break. The second piece measured approximately 38.6 cm from the break to the break. The third piece measured approximately 89 cm from the break and includes the entire distal tip and has several kinks, measured approximately 3 mm, 9 mm, 74.5 cm, and 50.8 cm from the break. The distal tip was noted as damage, likely as a result of handling. Examination under magnification confirms that the tip was cracked but remains fully intact. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on august 08, 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the ureter, kidney and bladder performed on (B)(6) 2019. Reportedly, the laser unit used was lumenis 60 watt console. According to the complainant, during the procedure, when the fiber was attached to laser console, they noticed that the fiber was breaking apart. The procedure was completed with a different device. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip was cracked.